Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 28-dec-2020. The most recent information was received on 07-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included traffic accident (diffuse hip, pelvic, back, cervical and shoulder pain) in 2014, multigravida, parity 5, spontaneous abortion and contraception (various contraceptive difficulties). On (B)(6) 2015, the patient had essure inserted. In 2019, the patient experienced pollakiuria ("daytime pollakiuria"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), insomnia ("sleep difficulties"), fatigue ("chronic fatigue"), hot flush ("hot flushes"), vitamin c deficiency ("vitamin c deficiency"), vitamin d deficiency ("vitamin d deficiency"), iron deficiency ("iron deficiency"), the first episode of myalgia ("muscle pain"), headache ("headaches"), vertigo ("vertigo"), malaise ("feeling malaise"), nausea ("nausea"), tooth disorder ("tooth loosening"), gingivitis ("gingivitis"), tinnitus ("tinnitus"), ear pruritus ("ear canal itching"), chronic sinusitis ("chronic sinusitis"), rhinitis allergic ("allergic rhinitis"), dyspnoea exertional ("shortness of breath / difficulty on exertion"), temperature intolerance ("sensitivity to the cold"), loss of libido ("loss of libido"), skin odour abnormal ("changed bodily odour"), pericarditis ("pericarditis"), arrhythmia ("heart rhythm disorders"), metrorrhagia ("bleeding before menstrual periods"), vaginal disorder ("chronic vaginal problems"), hypertonic bladder ("bladder instability"), stress urinary incontinence ("urinary incontinence on exertion"), micturition urgency ("urgent need with leaks due to urgency"), breast pain ("painful breasts"), breast discomfort ("tense breasts"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal swelling / bloating"), migraine ("persistent migraines"), hyperhidrosis ("excessive sweating"), trigeminal neuralgia ("trigeminal neuralgia"), tremor ("tremors"), paraesthesia ("tingling"), the second episode of myalgia ("muscle pain"), pain ("diffuse pain throughout the body"), visual impairment ("vision disorders"), presyncope ("vasovagal episode"), hypersensitivity ("hypersensitivity"), dry skin ("dry skin"), pruritus ("itching"), arthralgia ("diffuse joint pain / joint tenderness"), neck pain ("neck pain"), back pain ("back pain"), cognitive disorder ("lack of or diminished comprehension") and depression ("depression") and was found to have blood pressure decreased ("blood pressure drop"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, insomnia, fatigue, hot flush, vitamin c deficiency, vitamin d deficiency, iron deficiency, headache, vertigo, malaise, nausea, tooth disorder, gingivitis, tinnitus, ear pruritus, chronic sinusitis, rhinitis allergic, dyspnoea exertional, temperature intolerance, loss of libido, skin odour abnormal, pericarditis, arrhythmia, blood pressure decreased, metrorrhagia, vaginal disorder, hypertonic bladder, stress urinary incontinence, micturition urgency, pollakiuria, breast pain, breast discomfort, abdominal pain, abdominal distension, migraine, hyperhidrosis, trigeminal neuralgia, tremor, paraesthesia, the last episode of myalgia, pain, visual impairment, presyncope, hypersensitivity, dry skin, pruritus, arthralgia, neck pain, back pain, cognitive disorder and depression had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, arrhythmia, arthralgia, back pain, blood pressure decreased, breast discomfort, breast pain, chronic sinusitis, cognitive disorder, depression, dry skin, dyspnoea exertional, ear pruritus, fatigue, gingivitis, headache, hot flush, hyperhidrosis, hypersensitivity, hypertonic bladder, insomnia, iron deficiency, loss of libido, malaise, metrorrhagia, micturition urgency, migraine, nausea, neck pain, pain, paraesthesia, pelvic pain, pericarditis, pollakiuria, presyncope, pruritus, rhinitis allergic, skin odour abnormal, stress urinary incontinence, temperature intolerance, tinnitus, tooth disorder, tremor, trigeminal neuralgia, vaginal disorder, vertigo, visual impairment, vitamin c deficiency, vitamin d deficiency, the first episode of myalgia and the second episode of myalgia with essure. The reporter commented: no underlying pathology. The events occurred in (B)(6) 2016 (unspecified). All of these symptoms were crippling in everyday life and forced her to reduce her activities. Patient had consultations with several doctors, total hysterectomy was suggested. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included traffic accident (diffuse hip, pelvic, back, cervical and shoulder pain) in 2014, multigravida, parity 5, spontaneous abortion and contraception (various contraceptive difficulties). On (B)(6) 2015, the patient had essure inserted. In 2019, the patient experienced pollakiuria ("daytime pollakiuria"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), insomnia ("sleep difficulties"), fatigue ("chronic fatigue"), hot flush ("hot flushes"), vitamin c deficiency ("vitamin c deficiency "), vitamin d deficiency ("vitamin d deficiency"), iron deficiency ("iron deficiency"), the first episode of myalgia ("muscle pain"), headache ("headaches"), vertigo ("vertigo "), malaise ("feeling malaise"), nausea ("nausea "), tooth disorder ("tooth loosening"), gingivitis ("gingivitis"), tinnitus ("tinnitus"), ear pruritus ("ear canal itching "), chronic sinusitis ("chronic sinusitis"), rhinitis allergic ("allergic rhinitis"), dyspnoea exertional ("shortness of breath / difficulty on exertion"), temperature intolerance ("sensitivity to the cold"), loss of libido ("loss of libido"), skin odour abnormal ("changed bodily odour"), pericarditis ("pericarditis"), arrhythmia ("heart rhythm disorders"), metrorrhagia ("bleeding before menstrual periods"), vaginal disorder ("chronic vaginal problems"), hypertonic bladder ("bladder instability"), stress urinary incontinence ("urinary incontinence on exertion"), micturition urgency ("urgent need with leaks due to urgency"), breast pain ("painful breasts"), breast discomfort ("tense breasts"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal swelling / bloating"), migraine ("persistent migraines"), hyperhidrosis ("excessive sweating"), trigeminal neuralgia ("trigeminal neuralgia"), tremor ("tremors"), paraesthesia ("tingling"), the second episode of myalgia ("muscle pain"), pain ("diffuse pain throughout the body"), visual impairment ("vision disorders"), presyncope ("vasovagal episode"), hypersensitivity ("hypersensitivity"), dry skin ("dry skin"), pruritus ("itching"), arthralgia ("diffuse joint pain / joint tenderness"), neck pain ("neck pain"), back pain ("back pain"), alexia ("lack of or diminished comprehension") and depression ("depression") and was found to have blood pressure decreased ("blood pressure drop"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, insomnia, fatigue, hot flush, vitamin c deficiency, vitamin d deficiency, iron deficiency, headache, vertigo, malaise, nausea, tooth disorder, gingivitis, tinnitus, ear pruritus, chronic sinusitis, rhinitis allergic, dyspnoea exertional, temperature intolerance, loss of libido, skin odour abnormal, pericarditis, arrhythmia, blood pressure decreased, metrorrhagia, vaginal disorder, hypertonic bladder, stress urinary incontinence, micturition urgency, pollakiuria, breast pain, breast discomfort, abdominal pain, abdominal distension, migraine, hyperhidrosis, trigeminal neuralgia, tremor, paraesthesia, the last episode of myalgia, pain, visual impairment, presyncope, hypersensitivity, dry skin, pruritus, arthralgia, neck pain, back pain, alexia and depression had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, alexia, arrhythmia, arthralgia, back pain, blood pressure decreased, breast discomfort, breast pain, chronic sinusitis, depression, dry skin, dyspnoea exertional, ear pruritus, fatigue, gingivitis, headache, hot flush, hyperhidrosis, hypersensitivity, hypertonic bladder, insomnia, iron deficiency, loss of libido, malaise, metrorrhagia, micturition urgency, migraine, nausea, neck pain, pain, paraesthesia, pelvic pain, pericarditis, pollakiuria, presyncope, pruritus, rhinitis allergic, skin odour abnormal, stress urinary incontinence, temperature intolerance, tinnitus, tooth disorder, tremor, trigeminal neuralgia, vaginal disorder, vertigo, visual impairment, vitamin c deficiency, vitamin d deficiency, the first episode of myalgia and the second episode of myalgia with essure. The reporter commented: no underlying pathology. The events occurred in (B)(6) 2016 (unspecified). All of these symptoms were crippling in everyday life and forced her to reduce her activities. Patient had consultations with several doctors, total hysterectomy was suggested. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.